Event description:
It was reported that the procedure was to treat a de novo lesion located in the heavily calcified, mildly tortuous, 99% stenosed distal right coronary artery. After predilatation was performed with two non-abbott balloon catheters, a 2.5x30 mm non-abbott stent was deployed in the lesion. Post-dilatation was performed with the 2.75x15 mm nc trek. The balloon was inflated to 14 atmospheres without any issue and then pulled back to the proximal end of the stent and inflated a second time. The balloon ruptured during the second inflation at 12-14 atmospheres. There was no resistance reported during advancement of the nc trek to the stent. The device was changed to a 2.75 mm non-abbott balloon catheter and the procedure was completed. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: xt-r, sion; guide cath: autobahn; stent: resolute integrity 2.5x30mm. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.